Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock for supraventricular tachycardia. A review of the episode revealed that the patient had an episode of atrial fibrillation with rapid ventricular response. The device misdiagnosed the episode as ventricular tachycardia and delivered an inappropriate shock therapy. Programming changes were made. The patient was stable and will continue to be followed up normally.